Manufacturer narrative:
This report is to retract submitted on jul 16, 2023. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Correction: aware date should have been 25 jul 2023, not 26 jun 2023.

Manufacturer narrative:
Correction: this report is to retract MDR: (B)(4) submitted on jul 17, 2023. The event of elective replacement is a non-reportable complaint.

Manufacturer narrative:
Correction: this correction is for the correct number 2017865-2023-35949 not the MDR-2023-31826 used previously.

Event description:
Related manufacturer reference number: 2017865-2023-35950. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed oversensing on the implantable cardioverter defibrillator (ICD) oversensing leading to pacing inhibition was also noted on the right ventricle (rv)lead. The physician elected to explant and replace the rv lead nothing was done to ICD. The patient was in stable condition.